Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic pouch. The pipeline flex shield was returned within the phenom 27 catheter. Damage location details: the catheter body was found to be separated at ~143.cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the pipeline flex shield and phenom 27 catheter were found to be damaged. From the damages seen on the braid (frying); pushwire (bending); and catheter body (separating); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was stuck in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery (ica). Landing zone: distal: 2.7 mm and proximal: 3.4 mm. The accessed vessel was the femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed an embolization of a cerebral aneurysm with open cell stent and coil. It was reported that the doctor was unable to implant the pipeline device, the doctor decided to complete the treatment with an open cell remodeling stent. It was reported that during the deployment of the pipeline device, the doctor reports that resistance increased and the device became stuck inside the microcatheter; therefore, given the impossibility of continuing to advance, the entire system was withdrawn. It was reported the pipeline was stuck (locked up) in the catheter or catheter resistance occurred in the distal section.  No medical or surgical intervention was needed to prevent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received reported the patient was being treated for an ophthalmic carotid aneurysm, with 11 mm depth and 5.23 mm neck. The dimensions of the carrier artery are: distal 3.68 and proximal 3.99 mm. The pipeline device became stuck in the phenom microcatheter before distal deployment. The patient had carotid anatomy with severe segmental tortuosity. No damage to the device or microcatheter was observed, but during the procedure and after the jamming and severe increase in resistance it was not possible to retract or move the device, so the system was removed completely. A phenom 27 microcatheter was used - but no triaxial system was used.